Event description:
It was reported that the pt's blood glucose results are always low on the suspect device as well as other meters. The dr said the pt was admitted to the hosp twice for this and received inappropriate treatment. For example, the pt's glucose on the suspect device was 30 mg/dl and glucose was given over a three to four hour period and lab values would come back at 74 and 80 mg/dl. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.